Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high sic counts, a pacing failure, high impedance and a possible fracture were noted on the right ventricular (rv) lead. Reprogramming was performed and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2020: it was further reported that the left ventricular (lv) lead exhibited occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.